Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 63-year-old patient was implanted in the left breast with a biozorb on (B)(6), 2022 post a left breast lumpectomy. On (B)(6), 2022 a mammogram examination found a cyst like benign formation at the lumpectomy site location. On (B)(6), 2024 the patient presented with a mass at the lumpectomy site which has not gone away. This mass suggests the biozorb implant has not reabsorbed. Consequently, the explantation of the left breast mass including the biozorb marker was planned and performed on the same date. On (B)(6), 2025 the patient presented on a medical checkup with scar tissue and tenderness (likely from the biozorb marker placement). No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.